Event description:
It was reported the pt was unable to feel stimulation even when the amplitude was increased. Reprogramming was attempted but did not resolve the issue. X-rays were taken which showed the lead had migrated out of the epidural space. The physician undertook surgical intervention on (B)(6) 2014 to reposition the lead and added two anchors. It was reported the pt received stimulation therapy postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.